Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for investigation; therefore, the event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of multiple unruptured saccular aneurysms located in the cervical segment of internal carotid artery (ica), the physician experienced pipeline flex distal end did not open properly. The pipeline flex device was planned to be positioned accross multiple aneurysms necks. During the first deployment attempt, the pipeline flex was shortened and resheathed. During the second attempt of deployment, the device could not be opposed to the vessel wall because the distal end did not open properly despite all maneuvers. The physician decided to retrieve the device and used another pipeline flex device without any difficulties. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Received update information for patient demographics, patient condition, and aneurysm characteristics. The aneurysm was a unruptured saccular aneurysm located in the right ica (internal carotid artery). The patient was reported to be doing well. (B)(4).

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pushwire and pipeline were returned for evaluation without catheter. The pipeline was attached to the pushwire. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found fully opened. The tip coil appeared to be stretched. Based on the above findings, the customer's report was confirmed for "distal end did not open properly"the customer's report could not be confirmed for "difficult placement/positioning" issue. The distal end of the pipeline was not opened. It is likely that the damaged braid may have contributed to the reported issue. The tip coil was also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
(B)(4).